Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump was not working even with replacement battery cap. The customer's mother reported that the blood glucose was running from 250 mg/dl to 400 mg/dl. The customer's mother declined to troubleshoot for high blood glucose. The insulin pump was returned for analysis.